Event description:
It was reported when using the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tube, the device experienced no label or missing label information ( all packaging levels), and broken lid/cap. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: defective marking x5. Damaged tube x1.

Manufacturer narrative:
H.6. Investigation: bd received 6 samples and 4 photos from the customer in support of this complaint. An evaluation was performed and the customer's indicated failure modes of defective print and damaged tube were observed. The samples and photos show 5 tubes with defective print as the print is heavy and cannot be read on the right side of the banded label and damage to the top portion of the hemogard closure that the plastic has a cut in it. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was not able to determine the exact root cause of the failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tube, the device experienced no label or missing label information ( all packaging levels), and broken lid/cap. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: defective marking x5. Damaged tube x1.